Manufacturer narrative:
Based on the reviewed documentation (user¿s manuals for servo-u (e.g. Rev. 03)), analyzes of the case and troubleshooting conducted by the technician, it has been concluded that the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The defective gas module has been sent for investigation. It was possible to confirm the contamination by checking the filter chamber of the returned gas module. No further investigation is needed as moisture in an air gas module may affect the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-u (rev. 03), maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. The hospital is responsible for using medical grade gases for use in the servo ventilator.

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. According to the user's manual for servo-u (rev. 03), maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. It is possible that the user manual describing the requirements for gas supply is not effective. Therefore, reported issue can be considered as a usability issue with root cause design - labeling.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm.  Manufacturer's ref #: (B)(4).